Event description:
During a vitrectomy procedure, the vitrectomy function of this microsurgical system could not be used. The procedure was delayed approx 30 mins while another system was brought in for the case.